Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and transfusion ("blood transfusion") and experienced infection ("infection"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and transfusion outcome was unknown. The reporter considered infection, medical device removal and transfusion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and transfusion ("blood transfusion") and experienced infection ("infection"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and transfusion outcome was unknown. The reporter considered infection, medical device removal and transfusion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, constipation, depression, endocervical squamous metaplasia, chronic cervicitis, nabothian cyst, leiomyoma of uterus, unspecified, paratubal cyst, menometrorrhagia and uterine fibroid. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and infection ("infection") and underwent transfusion ("blood transfusion"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, infection and transfusion outcome was unknown. The reporter considered dysmenorrhoea, infection and transfusion to be related to essure. The reporter commented: left: 3 trailing coils, right: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Lot number: 893011, manufacturing date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. 893011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue, constipation, depression, endocervical squamous metaplasia, chronic cervicitis, nabothian cyst, leiomyoma of uterus, unspecified, paratubal cyst, menometrorrhagia and uterine fibroid. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and infection ("infection") and underwent transfusion ("blood transfusion"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, infection and transfusion outcome was unknown. The reporter considered dysmenorrhoea, infection and transfusion to be related to essure. The reporter commented: left: 3 trailing coils, right: 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Lot number: 893011. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, patient medical history, product indication, lot number, rcc added. Event: medical device removal updated to event: dysmenorrhea. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.